Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue ¿ does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2018, in the morning. The patient manages her diabetes with insulin (self-adjuster) ¿lantus and humalog¿ and made no change to her diabetes management in response to the alleged product issue. The patient stated that ¿around the same time¿ as the alleged product issue began she developed the symptom of ¿felt dehydrated and nausea¿. The patient stated that she attended ER and obtained a blood glucose result of ¿over 650 mg/dl¿ on the ER meter and was treated by a hcp with lantus and humalog (dose not recalled). At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter, the correct test strips were being used and when the patient pressed the power button or inserted a new strip the meter did not turn on. Based on the information provided the meters battery did not require to be replaced. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.